Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve was blocked/obstructed. The valve was explanted. The patient¿s status was listed as alive-no injury.

Manufacturer narrative:
The returned valve was patent. The valve was returned at pl 2.0 and was not adjustable; therefore siphon, reflux, pressure-flow and pre-implantation testing are precluded. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. The returned valve also did not meet the requirements for leak due to a tear in the side of the reservoir. It is unknown how or when this damage occurred. The IFU caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pre-operative test of the device was normal. When implanting the device, the intracranial pressure was high and remained high, despite adjustments made to the valve. After explanting the device, the physician tested the valve and found that it could not drain as normal.